Event description:
It was reported an infection was present at the ipg site. As a result, the patient underwent surgery wherein the entire scs system was explanted. Reportedly, the infection has resolved.